Manufacturer narrative:
Analysis of the log file provided by the account confirmed the report of pump stop events and associated alarms. Although a specific cause for these events could not conclusively be determined, based on past experience with the hmii lvas and similar reported events, the pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage. The submitted log file contained data from 06dec2018 to (B)(6) 2019. The pump appeared to function as intended until (B)(6) 2019 at 07:13:18 am, when the file started capturing pump stop events. The patient was connected to the power module during these events. At 09:40:28 am, both power cables were disconnected simultaneously and the system operated on the backup battery during this event. The no external power event resolved once the system was connected to the power module. However, the pump stop events resumed. Again, both power cables were disconnected simultaneously and the system started to operate on the backup battery until 10:11:37 am when the driveline was disconnected. It was noted that the low speed hazard and low flow hazard alarms were also observed corresponding with the pump stop events. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index. The IFU explain that disconnecting the driveline from the system controller will cause the pump to stop. The system controller must be reconnected as quickly as possible to resume pump function. The IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate ii lvas IFU and patient handbook also outlines battery charge levels, the fuel gauge display, visual and audible alarms, and how to exchange power sources. At least one system controller power lead must be connected to a power source at all times. The IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
The referenced percutaneous lead (driveline) replacement on (B)(6) 2018 was reported under medwatch MFR report# 2916596-2018-0197723. Approximate age of device - 6 years, 45 days. Additional information was requested but was mot provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was found down at home by a family member. It was noted that the patient¿s aov was oversewn. When emergency services arrived they noted ¿low flow¿ alarm on the system controller but it was not communicated if the lvad was off. It was noted that the patient had received a percutaneous lead (driveline) replacement (B)(6) 2018. Additional information was requested but was not provided.